Event description:
A reporter called to complain about the tourniquet being misused and not calibrated correctly. He also said it should not be used by non-health care professionals. He was also questioning if the device is regulated by FDA for the appropriate use.

Event description:
Additional information received from the reporter on 04/15/2021 for a report number mw5100795 to correct his last name.